Event description:
It was reported that a non-critical alarm was heard for low pump reservoir. The doctor reportedly interrogated the pump, and the programmer showed that the pump was empty. It was noted that the patient was not experiencing any withdrawal symptoms. It was believed that the pump was not updated two weeks prior to report when it was refilled. It was noted that the doctor planned to do a side port aspiration on (B)(6) 2014 to determine if the pump was full. It was noted that the issue was not resolved at the time of report. Reportedly there were no patient symptoms or complications associated with the event. The patient status at the time of the report was ¿alive no injury¿. It was noted that the pump was delivering baclofen. It was later reported that this doctor was a new doctor for the patient, and the patient's file from the other health care professional (hcp) stated that the pump had been refilled two weeks prior to report. It was determined that the pump was not updated two weeks prior to report as the last update was (B)(6) 2013. It was further reported that the doctor was able to aspirate 30 ml of the drug from the pump. The pump reservoir volume was reportedly updated and the patient was doing well. It was additionally reported that "it was apparent that the pump was not updated during the (B)(6) refill." It was noted that the aspirated 30ml of baclofen was consistent with the daily dose.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the other physician had made a programming error. It was diagnosed during the refill and resolved.